Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user attempted to connect a libre 3+ sensor to the ilet, but the sensor had been started in the freestyle app, resulting in the sensor being in use by another device and no glucose readings available on the ilet; the ilet was placed in bg run mode, and the user was instructed on manual blood glucose testing and future sensor replacement. Symptoms included feeling hot during a hypoglycemic event. Outcomes included a documented low blood glucose of 50 mg/dl that was corrected with oral carbohydrate intake, with glucose returning to range, and no alerts from the ilet while in bg run mode. The user did not require outside assistance or medical intervention, and no hospitalization occurred. Investigation included technical support review and user education on correct sensor pairing and app workflows. Investigation of this case revealed user setup error related to initiating the sensor in the manufacturer¿s app rather than through the ilet workflow. It was concluded that the event resulted from use error, that the ilet functioned as designed in bg run mode, and that education on proper sensor start and pairing resolved the issue.